Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she had checked her blood glucose and it was 498 mg/dl. Then again at 8:02 pm and it was over 500 mg/dl. Customer stated her insulin was running low so she changed out her set. Customer declined troubleshooting and only needed assistance with delivering a bolus. Customer was advised if issues continued to call back to perform troubleshooting on the insulin pump. Customer is not returning the insulin pump for analysis.